Manufacturer narrative:
Acclarent received the returned product 03/30/2017, which included the balloon sinuplasty balloon catheter and only two of three sinus guide catheter tips (m-110 and s-0). The product was visually inspected. While it was reported that the product was not used; the tubing sheath was noted to be kinked. The original pouch supplied with the device was not returned, and therefore the reported claim of two small holes could not be confirmed. A review of lot history records was performed and confirmed that lot 160822a-pc met all release specifications. Additionally, these devices are manufactured and packaged in accordance with documented procedures which include in process inspections in place to prevent this type of damage prior to release. Follow-up investigation was performed and determined that the pouch may have been damaged due to mishandling during delivery to the user facility. Acclarent is taking appropriate action to prevent recurrence. A supplemental report will be filed if additional findings are found in the investigation regarding this report.

Event description:
Acclarent was informed on (B)(6) 2017, of an event which occurred the same day, in which two small pinholes were observed on the top corner of the sterile pouch of a relieva spinplus balloon sinuplasty system. The damage was observed before the users attempted to open the pouch. The pouch was not opened, and the device was not used. There was no report of patient injury or complication as the product was not used.